Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Unfortunately at this stage I am unable to get any further information from the surgeon regarding this issue. I will certainly let you know if this changes. " investigation summary: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with three gst60g reloads present. In addition, the knife was noted to have nicks and evidence of corrosion on the knife edge. One possible cause for this condition may be exposure of cleaning solutions. The reloads (1 and 2) were received unfired. The reload (3) was received with the right side fully fired, and the left side partially fired 1/4. Upon evaluation of the reload (3), the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with the returned reloads (1 and 2) and a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 863a78, and no non-conformances were identified.

Event description:
It was reported during an unknown procedure there was a staple failure. Gst60g used with double buttressing on second firing and cut a whole in the stomach. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with three gst60g reloads present. In addition, the knife was noted to have nicks and evidence of corrosion on the knife edge. One possible cause for this condition may be exposure of cleaning solutions. The reloads (1 and 2) were received unfired. The reload (3) was received with the right side fully fired, and the left side partially fired 1/4. Upon evaluation of the reload (3), the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with the returned reloads (1 and 2) and a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 863a78, and no non-conformances were identified.